Event description:
It was reported that during an unrelated device observation, device analysis was performed and premature battery depletion was suspected. The device remains implanted, however technical services recommended explant. There were no adverse patient effects.